Event description:
It was reported to philips that the unit is getting an alarm light emitting diode (led) failed error message. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The customer states that the unit has an error code consistent with check vent: alarm led failed. The remote service technician advised the customer to replace the power switch overlay and determined the customer has an outdated service guide. The remote service technician provided part identification (ID) for power switch overlay and emailed customer a new revision of the service guide. The remote service technician advised the customer that complete repair procedure can be located in the manual. Customer will repair unit and will call back if any further assistance is needed.

Manufacturer narrative:
The customer confirmed power switch overlay was replaced and machine is working.